Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a low traverse transobturator tape and cystoscopy procedure performed on (B)(6) 2011 to treat stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.